Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device/component was not returned for evaluation. Therefore, no root cause could be determined. However, the customer ensure that all tubing and connections were secure. Also looked for cracks in the manifold but found none, and troubleshot the exhalation corner. The xdcr fault is visible in the error log. After reviewing the order, it was discovered that the board was programmed with turbine hours rather than vent hours. The customer was then advised to check the connections on the turbine diff xdcr, as the ports on the new transducers introduced last year were reversed compared to the old board, and if tubes were not swapped, this could be one of the issues. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that after receiving the mainboard of the vela ventilator, it is still failing leak test and transducer was failing to calibrate. The customer confirmed that there was no patient associated with the reported event.